Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 450 mg/dl. Reportedly, customer was using humalog supplies for over 48 hours. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. No information was provided regarding the release date; however, customer indicated the issue was resolved and no permanent damage was sustained. The customer alleged that the pump did not annunciate for the high continuous glucose monitor (cgm) alerts; however this could not be confirmed as multiple contact attempts were made by tandem technical support to review pump history; however, no response was received from the customer.